Manufacturer narrative:
Device received with loose drive support cap. Device passed the displacement test but failed during prime/a33 test due to loose/protruded drive support disk. Device passed self test, a21 error test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had battery life diminished replacing every 6 days, rewind takes longer, buttons were sticking and squirts insulin during priming. Customer¿s blood glucose was unknown at the time of incident, but states that on (B)(6) 2019 and on (B)(6) 2019 battery life blood glucose was unsure and then changing after every three four days blood glucose in the morning was 145 mg/dl and again on (B)(6) 2019 blood glucose was unsure. Customer states that keypad issue squirting priming date was (B)(6) 2018 blood glucose was unsure. Customer declines for troubleshooting. Device will not be returned for analysis.